Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a0401 captures the reportable investigation results of stent detached, stent buckled and stent torn, inside the patient. Block h10: the returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the stent coil was buckled accordion, torn, bent or kinked and detached or separated. During functional inspection, the mandrel 0.036 was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Most likely, the issue was caused due to there was an excess of force applied over the device when it was used, probable at the time to try inserted it in the guide wire. These factors could have generated the stent knotted and that was observed. Consequently, affected the performance of the device. Therefore, the as root cause code will be adverse event related to procedure. For the reported issue stent knotted, it is not confirmed since it was not detected. The root cause code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific that a contour vl ureteral stent was used during a procedure in the ureter performed on (B)(6) 2022. During the procedure, the stent was tangled with guide wire. The procedure was successfully completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event. Investigation results revealed that the stent detached, stent buckled and stent torn, inside the patient, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a0401 captures the reportable investigation results of stent detached, stent buckled and stent torn, inside the patient. Block h11: it was noted on 10aug2023, upon further review of product investigation, the event reported under MFR report number 3005099803-2023-03991 was sent in error. Product investigation indicates that the contour stent break was clarified to be coil detached, outside the patient occurred. Therefore, this is considered non reportable.

Event description:
It was reported to boston scientific that a contour vl ureteral stent was used during a procedure in the ureter performed on (B)(6) 2022. During the procedure, the stent was tangled with guide wire. The procedure was successfully completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event.